Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) vomited and lost consciousness. No further details were known, and the patient's clinic was unaware of the event. The thresholds and cause for syncope remain unknown. The device remains in-service. No additional adverse patient effects were reported.